Event description:
It was reported via e-mail that the paramedics were called three times over the past two weeks because she could not wake up, and they removed the insulin pump from the customer. Attempted to contact the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.